Manufacturer narrative:
D9: added devices return information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. There was a "placement signal not reliable" alarm present shortly after setup of the cp catheter. The setup screen was cancelled out and white cable was unplugged and the clinical team returned to the "case start". Upon going through the case start screen, it seemed as though the catheter was functional with no alarms present. The placement signal reading was 4 mmhg. Upon insertion of the catheter, the auto mode was activated. When flows reached around performance level p4 range, the placement signal looked abnormal and eventually the "placement signal not reliable" alarm came up again. At that time, the signal was out completely. The pump's positioning was confirmed via echocardiogram. The doctor made decision to continue with percutaneous coronary intervention (pci). The placement signal did not come back during the entire case. The pci was successful. The catheter was weaned and explanted. There was no patient harm. The patient survived explant.